Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No button error alarms noted. No weak battery alarms noted. The device was received with minor scratches on lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had a malfunction. Customer stated she was trying to enter her blood glucose but the numbers kept scrolling. Customer took out the batter and reinserted and device alarmed weak battery. Customer then inserted a new battery and device alarmed button error. Customer's blood glucose was 102 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for weak battery and keypad anomaly was also performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.